Event description:
Device 2 of 2. Reference MFR report: 3008829311-2017-01035. It was reported the drg system was auto-reducing. X-rays showed a lead fracture. Surgical intervention is to take place as the next course of action. It is unknown which lead is fractured; therefore all possible leads are being reported.

Event description:
Device 2 of 2, reference MFR report: 3008829311-2017-01035. Additional information was received which indicated surgical intervention was undertaken and the leads were explanted and replaced. Effective therapy was restored.